Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 2/14/2019 resulted in defect found; returned test strips produce erratic readings and the event was determined to be reportable. Most likely underlying root cause of erratic readings are due to improper storage: vial left open for an extended period of time. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for erratic and high blood glucose test results. The customer is concerned with tests results of 147, 130 and 115 mg/dl. The customer's expected fasting blood glucose test result is 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2019, a back to back blood test was performed by the customer fasting and produced test results of 99 mg/dl and 83 mg/dl using truemetrix air meter. The product is stored according to specification in the living area. The test strip lot manufacturer's expiration date is 05/21/2020 and open vial date is 11/27/2018. The meter memory was reviewed for previous test result history: result 1: 147mg/dl fasting, result 2: 130mg/dl fasting, result 3: 115mg/dl fasting.